Event description:
The hcp reported that, the patient came in for a scheduled refill visit and was receiving compounded baclofen 4000 mcg/ml 1021.2 mcg/day. The hcp had planned to change the medication to 2000 mcg/ml at a rate of 390 mcg/day. When the hcp aspirated the pump, 39 mls were aspirated; the expected volume was 13.2 mls. See manufacturer's report number: 3004209178200703563. The hcp further reported that, the patient had experienced increased spasticity. A computerized tomography myelogram was done (date not reported) and showed that the catheter was not in the intrathecal space. A catheter revision was planned. The patient was now receiving lioresal via the pump.